Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to complete the load process using an infusion set which is not compatible with the t:slim g4 pump system. The customer did not have any other infusion sets available. The customer stated that blood glucose (bg) level was elevated (295 mg/dl), due to being unable to complete the load process. It was indicated that the customer would manage bg level using manual injections until compatible infusion sets were obtained.